Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Catalog number - the correct catalog number is 14100.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® nx, standard cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis by lot number, visual analysis, retains analysis, concomitant product evaluation, and system risk analysis (sra). The DHR was reviewed and all process specifications were met before the release of the product. No issues were observed in the release record that would contribute to the complaint. Trending analysis by lot number was reviewed from 11/05/2016 to 05/04/2017 and trending was not exceeded. Visual analysis and retains testing were not performed since user error was determined to be the cause of the reported issue. During the initial call from the customer, it was reported the unit was not cancelling cycles. Later on the same day the customer called back and requested service for the unit because it was now cancelling cycles. An asp fse was dispatched to the site. The fse evaluated the unit and replaced the vacuum pump and tylon tubing to address the cycle cancellation issues. However, it was inconclusive whether the performance of the sterrad® unit contributed to the chemical indicator issue. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The most likely assignable cause for the color - chemical indicator issue was found to be user error. The customer reported using multiple strips inside ¿double trays¿ when processing and also stored the strips where they could be exposed to light. The customer was educated to use only one strip per load, that using ¿double trays¿ was not advisable and to store strips away from a light source. The issue will continue to be tracked and trended.